Manufacturer narrative:
Date rec¿d by MFR : 21jun2019, date of report : 11jul2019. The manufacturer's international field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit had a broken battery. The international fse replaced the battery and performed battery tests and the issue was resolved. The unit passed testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report:16may2019. International UDI #(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit's battery would not charge. There was no patient involvement.